Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer has been in a rehabilitation clinic for the past 6 weeks. The customer had a stroke at home on (B)(6) 2017 and the customer and the customer¿s doctor allege the results from the coaguchek xs meter with serial number (B)(4) are "to blame" for her stroke. The customer had a stroke at home on (B)(6) 2017. The customer "immediately" went to the hospital and was admitted for 8-9 days. On (B)(6) 2017 the result from an unknown laboratory method was 3.05 inr. During the hospital stay a clot was eliminated through the groin. The customer was in intensive care. Details of the results leading up to the stroke and specific actions that were taken based on those results have been requested but not provided. Multiple attempts were made to reach the customer for additional clarifying information with no success. The customer stated she has used the device for 6 years. Prior to the stroke, the customer provided the following results from her meter: (B)(6) 2017, 3.2 inr; (B)(6) 2017, 3.3 inr; (B)(6) 2017, 3.5 inr (note: according to meter memory, this result was on (B)(6) 2017); (B)(6) 2017, 3.3 inr; (B)(6) 2017, 3.4 inr (note: according to meter memory, this result was on (B)(6) 2017). The customer¿s therapeutic range is 3.0 ¿ 3.5 inr. After the stroke, the customer provided the following results from her meter: (B)(6) 2017, 3.0 inr; (B)(6) 2017, 3.4 inr; (B)(6) 2017, 3.1 inr (note: according to meter memory, this result was on (B)(6) 2017); (B)(6) 2017, 3.4 inr (note: according to meter memory, this result was on (B)(6) 2017). The meter and test strips were requested for investigation. Relevant retention test strips (lot 168931-10) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
Additional results from an unknown laboratory method were provided. These results were obtained after the event: (B)(6). During preliminary medical assessment of the event, the inr results provided by the customer from the meter and the laboratory are within the therapeutic range, are not discrepant and do not seem implausible. The investigation is ongoing.

Manufacturer narrative:
The following marcumar adjustments were made based on results from the meter prior to the stroke on (B)(6) 2017: (B)(4) 2017 3.3 inr: 3/4 tablet was taken; the next 6 days each a 3/4 tablet. (B)(4) 2017 3.5 inr (note: according to meter memory, this result was on (B)(4) 2017): ½ tablet was taken; the next 6 days each a 3/4 tablet. (B)(4) 2017 3.3 inr: 3/4 tablet was taken; the next 6 days each a 3/4 tablet. (B)(4) 2017 3.4 inr (note: according to meter memory, this result was on (B)(4) 2017): ½ tablet was taken; the next 6 days each a 3/4 tablet. An attempt was made to clarify whether the patient's stroke was ischemic or haemorrhagic. According to the customer: "cerebral infarction in the flow area of the middle cerebral artery. Right at m1 occlusion. Medial infarction on the right with the acm occluded on the right in the n1 segment. M1 occlusion right with a large penumbra." According to the customer, statements from doctors were: "there was a scar in the brain." The customer returned the meter and test strips. The test strips and strip vial did not show any defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter with two control samples: control sample lot 10014939, specified target range 2.2-3.4 inr for test strip lot 168931-12. Control sample lot 21277300, specified target range 1.4-2.0 inr for test strip lot 168931-12. Using the customer's test strips and the customer's meter: control lot 10014939 2.5 inr for test strip lot 168931-12. Control lot 21277300 1.7 inr for test strip lot 168931-12. All inr control values were within the specified target ranges. No error messages occurred. The returned customer material and the retention material complies with specification. A specific root cause was not identified for this event.